Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip delivery system (cds) steering issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the left atrium. When the m/l knob was turned, the cds tip deflected to the left atrium roof, instead of towards the mitral valve. It was observed that the device was mis-keyed; therefore, the cds was pulled back to the clip introducer and was re-aligned correctly. The cds was re-advanced to the mitral valve, and the clip was deployed successfully. One clip was implanted, reducing mr to 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported events. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported sleeve steering issues appears to be due to the failure to follow instructions, as the device was miskeyed during advancement resulting in steering in an unintended direction. It should be noted that in the mitraclip instructions for use, clip delivery system insertion, states: align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. There is no indication of a product quality issue with respect to manufacture, design or labeling.